Event description:
Exeter implant opened for implantation - implant looks like it has been scratched on proximal stem. Stem was not used. Another identical device was used instead.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.